Event description:
It was reported the customer had a low blood glucose event. The customer's blood glucose was 44 mg/dl. The customer also reported a low blood glucose incident where their blood glucose was 43 mg/dl. The customer stated their insulin pump had malfunctioned, causing the low blood glucose events. The customer declined to troubleshoot for low blood glucose. Customer's blood glucose was 217 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).